Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The patient was hospitalized due to diabetic ketoacidosis. The patient also experienced high ketones, vomiting, nausea and pain. The blood glucose levels were high at 2000 mg/dl at the time of admission and got treated with intravenous insulin drip and manual injection. The patient was admitted to the hospital for more than 24 hours. No further information available.